Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that treatment was performed on an anterior communication artery aneurysm five (5) days after the patient had a subarachnoid hemorrhage and vasospasm. During placement of the fourth coil, the coil stretched and then detached in the microcatheter without use of the controller. There was no additional intervention and the coil was left in position in the aneurysm. A total of 16 coils were placed in the aneurysm. Two (2) days after the procedure, the patient was treated for vasospasm with a combination of pharmacological and angioplasty, and has had three (3) subsequent vasospasm treatments since. There was no reported patient injury as a result of the coil detachment. The patient is reported to be "not in great condition following the sah and delayed treatment."